Manufacturer narrative:
H-10: additional patient info received from follow-up questionnaire: section b-6 & 7. Evaluation added: no consumables were saved for evaluation. A company service rep. Checked the system and handpiece, s/n iuhp 183243, and found them both to meet performance specifications. Unable to duplicate problem reported. Problem reported was not related to event. H-11: section a-3: 69.

Event description:
Reporter noted corneal burn during procedure. Convert from superior to temporal incision; changed handpiece to continue phaco. Sutures needed to close.